Manufacturer narrative:
Additional information : imdrf annex g code. Additional information : manufacturer narrative. The reported issue that the customer asked about the pressure calibration task in systems maintenance was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, patient side pressure sensor: 1. Recommended customer replace the patient side pressure sensor, and not perform the calibration. 2. Customer will replace sensor. Technical support case will now be closed. No further investigation of this issue is possible at this time, and no patient impact was reported.

Event description:
It was reported that the customer asked about the pressure calibration task in systems maintenance. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown bd technical support troubleshooting with customer over the phone. Device was not returned to manufacturing facility for evaluation. The reported issue of a calibration task inquiry resulted in replacing of pressure sensor could not be confirmed; no further investigation of this event is possible at this time, and no patient involvement was reported.

Event description:
It was reported that the customer asked about the pressure calibration task in systems maintenance. There was no patient involvement.